Manufacturer narrative:
D10. Concomitant products: gia80mtc, cartridge gia80mtc medthk tristp (lot n4e2220uy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open colectomy procedure, the black pusher thumb could not be moved at all, hence the reload could not be fired. The reload and handle were replaced to resolve the issue. No patient complications have been reported as a result of this event.